Manufacturer narrative:
The insulin pump passed the displacement, prime/a33 and excessive no delivery tests. No excessive no delivery alarm noted. The insulin pump was received with cracked reservoir tube lip, minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported receiving no delivery alarms on the insulin pump during a bolus. The blood glucose reading was 253 mg/dl. He stated that the insulin was not denatured or expired and that the tubing was not bent or kinked. He stated that he had tried all remedies for the recurring no delivery alarms. Customer removed the cannula and stated that it was bent. Customer also received a no delivery alarm during the manual prime. He declined troubleshooting for that alarm and stated that he was able to give himself a bolus afterward. Nothing further was reported.